Event description:
It was reported that the pt presented in the ER after receiving multiple shocks. An alert was noted for possible output circuit damage and aborted therapy with low impedance. Noise was observed via review of strips. System was explanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this repot only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of output anomaly was confirmed in the lab. An arc mark was observed on the can. Further eval of the arc mark indicated the presence of lead material. The device was tested on the bench and using automated test system. Analysis found damage to the hv circuitry consistent with lead short to the ICD can. Testing was performed on low voltage pacing circuitry using automated test equipment and no anomalies found.